Manufacturer narrative:
The feeding tube did not present swellings, only dry residues inside.

Event description:
It was reported to boston scientific corporation that an endovive¿ securi-t percutaneous replacement gastrostomy tube was used during a gastrostomy replacement procedure. The procedure date is unknown. According to the complainant, on (B)(6) 2017, a replacement procedure was performed. There was difficulty during the removal of the device and the internal bolster detached from the tube. It was retrieved through the endoscope. The procedure was completed with the endovive¿ securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported as a result of this event.

Manufacturer narrative:
A visual examination of the returned device revealed that the internal bolster was found to be separated from the device and the bolster was returned. Remnants of the bolster remain on the end of the tubing and the distal end of the tubing presented no tearing. The inner diameter of the bolster presented voids where material was attached to tubing. There were no defects found in the internal bolster that might have contributed to the failure. Moreover, the feeding tube presents swellings. The complaint was consistent with the reported incident that the bolster detached/separated. The bolster failure appeared to have occurred while undergoing shear force during removal from the patient. Bolster detachment during removal most likely occurred because the user applied excess force to the device during removal causing the bond between the tubing and bolster fail. Since it is most likely that due to anatomical and/or procedural factors encountered during the procedure, performance was limited. Therefore, the most probable cause of this complaint is operational context. A labeling review was performed and no anomalies were found.

Event description:
It was reported to boston scientific corporation that an endovive securi-t percutaneous replacement gastrostomy tube was used during a gastrostomy replacement procedure. The procedure date is unknown. According to the complainant, on (B)(6) 2017, a replacement procedure was performed. There was difficulty during the removal of the device and the internal bolster detached from the tube. It was retrieved through the endoscope. The procedure was completed with the endovive securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive¿ securi-t percutaneous replacement gastrostomy tube was used during a gastrostomy replacement procedure. The procedure date is unknown. According to the complainant, on (B)(6) 2017, a replacement procedure was performed. There was difficulty during the removal of the device and the internal bolster detached from the tube. It was retrieved through the endoscope. The procedure was completed with the endovive¿ securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported as a result of this event.